Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately end of january of 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7097047/7096336. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 32028996.

Event description:
It was reported that patient had an infection at the pocket site. It was noted that patient had poor healing at the pocket incision. The patient was placed under antibiotics. The patient underwent an explant procedure where all devices were removed and the explanted device will not be return as it was disposed.